Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that the bd micro fine plus¿ insulin pen needle did not prime before use. The following information was provided by the initial reporter, translated from (B)(6) to english. Verbatim: ¿during air purge, the arc of the drug was abnormal.¿

Manufacturer narrative:
H.6. Investigation: sixteen open 32g x 4mm pen needle samples and three photos were returned from lot. No. 9148673, cat. No. 320136. Visual examination was carried out on all sixteen samples and a bent non patient end of cannula was observed on one sample. A clog test was carried out on the remaining fifteen samples as per tp700483 and no issues were observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. As all samples returned were open it is not possible to confirm this defect to be manufacturing related.

Event description:
It was reported that the bd micro fine plus¿ insulin pen needle did not prime before use. The following information was provided by the initial reporter, translated from japanese to english. Verbatim: ¿during air purge, the arc of the drug was abnormal.¿.